Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacing impedance of the low voltage lead was not appropriate. The low voltage lead was not used and replaced. The patient remained stable throughout the procedure.